Event description:
The manufacturer received information alleging an everflo oxygen concentrator had no flow and did not alarm. The patient went to the hospital for one night. The device was evaluated by a third party service center. The customer's complaint was not confirmed. The device was found to operate and alarm to specifications. The device was found to be contaminated.

Manufacturer narrative:
The manufacturer previously reported the awareness date was (B)(6) 2018. The correct awareness date is (B)(6) 2018.